Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter split on the bd saf-t-intima¿ IV catheter safety system, leading to leakage. The following information was provided by the initial reporter: "split in line around where the white clamp would be - causing fluid to leak."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo and 1 used sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. The sample underwent our internal leakage testing and the sample showed leakage. Upon further visual examination the sample was found to have damage to the tubing. Bd determined that the cause of the failure was related to the handling of the device prior to use. The damage found on the tubing of the device could not be caused by our manufacturing process since there are no processes that potentially could damage the device in the manner observed. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that the catheter split on the bd saf-t-intima¿ IV catheter safety system, leading to leakage. The following information was provided by the initial reporter: "split in line around where the white clamp would be - causing fluid to leak."